Event description:
It was reported that a merlin.net transmission showed noise on the right ventricular lead. The patient experienced presyncopal symptoms. The noise was reproducible in clinic with isometrics, and the device was programmed. No further adverse events have been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.